Event description:
Customer reports to have experienced auto off alarm. Troubleshooting was performed and issue was resolved. Customer's blood glucose was 489 mg/dl; treatment was not provided. No futher information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).